Manufacturer narrative:
(B)(4).

Event description:
While servicing the ventilator, the philips field service engineer observed electrical arcing in the power cord plug during the electrical safety test and the ventilator to restart on ac/ backup battery power. There was no pt involvement.

Manufacturer narrative:
According to the available notes from field service engineer (fse), he had to replace 2nd gen power supply to address reported no ac power issue. Failed power supply was returned to fi lab and it was determined that the failure of c56 prevented the power supply from operating on ac power. The device is used for treatment. The device was not in use, and there is a relationship of the device to the reported event.

Event description:
While servicing the ventilator, the philips field service engineer observed electrical arcing in the power cord plug during the electrical safety test and the ventilator to restart on ac/backup battery power. There was no patient involvement.